Event description:
It was reported the patient was experiencing difficulties at refill appointments and was also experiencing some tenderness and pain at the pump site. The patient had recently lost 80 pounds. There were difficulties with the pump being tilted, resulting in some ¿troublesome refill experiences.¿ one time there were large residual volumes in the pump. The patient since had the pump replaced. It was noted that upon disconnecting the catheter from the pump during relocation surgery, the surgeon pulled some organic matter from inside the catheter at the connector piece. The patient was not being seen for anything catheter related and the therapy had been effective. There was no alleged product issue. The pump and catheter remained in place. The surgeon put a pouch around the pump and re-secured it. The pump was repositioned due to discomfort at the pocket site. The product issue was not resolved. No diagnostic testing or troubleshooting was performed or required. The patient status at the time of the report was ¿alive- no injury.¿ the system was being used to deliver morphine.

Event description:
Additional information received reported no troubleshooting, intervention or other actions were taken to resolve the event besides the revision of the pocket. No further additional information was known to the device manufacturer representative. Additional information has been requested regarding specific volume discrepancy information, what troubleshooting shooting or other actions/interventions were taken and the patient's outcome but it was not available as of the date of this report. A follow-up report will be submitted if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8 596sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).